Event description:
External pacing unit used during prolonged code blue procedure. Internal pacing lead unit set at 100, then down to 80 with ma-10. In less than 5 minutes, lifepak 10 pacing unit failed and capture lost. Lifepak 10 continued to show heart rhythm and did not lose power. Unable to reset lifepak for more than 1 minute and external pacing unit used during this time. Qrs complex continued to widen and eventually, lost capture with external unit as well. All resuscitative measures stopped at request of pt's family and pt expired.